Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the system error 105, which was experienced and confirmed during baxter's functionality testing of the device. System error 105 was found to be caused by a failed motor flex. The failed motor assembly was replaced.

Event description:
It was reported that a spectrum pump was "determined to be unfit for use by our biomedical techs." During baxter's functionality testing of the spectrum pump, it displayed system error 105 at start up. Any patient involvement, injury or medical intervention is unknown.